Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, ¿introduction,¿ lists venous thromboembolism, respiratory failure, cardiac arrhythmia, neurologic dysfunction, and bleeding as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management,¿ also lists thromboembolism, arrhythmia, and neurological dysfunction as potential late postimplant complications. Additionally, under ¿anticoagulation¿, section 6 also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this investigation.

Event description:
It was reported that the patient had an episode of generalized shaking lasting approximately 2 minutes with rapid return to baseline. Seizure noted. It was also reported that the patient experienced bleeding. The let hemothorax persisted despite placement of chest tube and adequate drainage. The patient was treated with surgery and blood products.

Event description:
It was reported that the patient had an episode of generalized shaking lasting approximately 2 minutes with a rapid return to baseline on (B)(6) 2021. The patient experienced a venous thromboembolism with tachypnea and tachycardia on (B)(6) 2021. The patient was reintubated and sent for computed tomography (CT) scan of the head, chest, and abdomen. Pulmonary embolism was found on the scan, and this was considered resolved without sequelae on (B)(6) 2021. A CT on (B)(6) 2021 noted acute thrombus in the right internal jugular vein, innominate and right axillary vein. A left hemothorax was found on (B)(6) 2021 which persisted despite placement of a chest tube and adequate drainage. The patient was in ongoing, stable condition, which continued until the time their involvement in the clinical study was completed/withdrawn from.